Manufacturer narrative:
(B)(4). Possible plate and lot numbers: 24-015-26-71, lot 33204882, UDI- (B)(4); 24-015-22-71, lot 33220175, UDI- (B)(4). Reference exemption number e2017029.

Event description:
It was reported that a plate broke. There are no plans to remove it.

Manufacturer narrative:
An investigation was not performed because no device was returned, and neither the specific part number, nor stock number, nor lot number was provided by the customer . Review of the device history records was not possible due to no specific device identification. The root cause cannot be determined due to no device returned and specific device was not identified. If further information is obtained that might add value to the contents of the investigation report, an additional follow-up report will be submitted. Manufacture dates for reported possible product follow: 24-015-26-71, lot 33204882, reported lot number does not match current records, therefore unable to provide manufacturing date. 24-015-22-71, lot 33220175, manufacture date: 16 oct 2017.